Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (alp) prematurely separated from the delivery catheter after fixation. The alp remained implanted. The delivery catheter was removed from the patient and the tethers were observed to be misaligned in alignment mode. There were no patient consequences.